Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error issues. The customer¿s blood glucose level was 156 mg/dl. Customer stated that the insulin pump had off no power alert without low battery alert and. Customer putted new battery then also insulin pump had blank screen, however new battery resolved the issue. Customer stated that the insulin pump was not exposed to moisture. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated that the display did not returned after insulin pump restart. The customer was advised to discontinue use of the insulin pump and go to the backup plan. The insulin pump will not be returned for analysis.